Manufacturer narrative:
(B)(4). Femoral angiogram results noted calcification was present at the access site. It should be noted that the starclose instructions for use states: do not deploy the clip in areas of calcified plaque. The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. In the absence of device returned for analysis a conclusive cause for the reported difficult to deploy the thumb advancer and failure to deploy the clip could not be determined. The subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The perclose proglide device is filed under a separate medwatch manufacturer report reference number. (B)(4) patient selection was added for the use of the starclose se in a calcified artery. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant additional information.

Event description:
It was reported that arteriotomy closure of the calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a peripheral intervention. Reportedly, the foot was deployed; however, blood flow continued and positioning of the device could not be done in order to deploy the needles. The proglide device was removed without issue from the patient anatomy. A starclose se was attempted; however, slight resistance was noted with the thumb advancer and the clip did not deploy. Reportedly, the sheath split completely. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide and starclose se devices. No additional information was provided.